Event description:
It was reported the gastrointestinal videoscope exhibited occasional blackout in the image. The issue occurred during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.